Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report that during the procedure a gripper actuation issue which has the potential to cause or contribute to patient injury. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr). One clip was implanted. On an unknown date, increased mr was noted, with a grade of 3-4. On (B)(6) 2016, a second mitraclip procedure was performed for treatment. The first clip delivery system (cds) was advanced to the mitral valve leaflets. Visualization was difficult; however, the deployment process was started. The cap of the lock lever was removed and the lock line was released. During this maneuver, the anterior leaflet came out of the clip and the mr increased. The lock line and the gripper line were fixed in place using the covers, ring and cap of the levers. The clip was opened and a new grasping process was started. While advancing the gripper lever, the grippers didn't move down to the leaflets. The cds was removed and replaced. A second clip was deployed with good mr reduction, but, after approximately one minute, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased, and there was a suspected tear in the anterior leaflet. The procedure was discontinued with no reduction of mr. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue could not be confirmed. The reported failure to adhere or bond to leaflets and poor visualization (user error) were not replicated in a testing environment, as it related to procedural conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip system instructions for use (IFU) instructs to use echocardiographic imaging to verify satisfactory coaptation and insertion of both leaflets by observation of leaflet immobilization or limited leaflet mobility relative to the tips of both clip arms. The investigation was unable to determine a conclusive cause for the gripper actuation issue. The returned device analysis was able to actuate the gripper arms with no issues and no damage was observed to the grippers. The reported failure to adhere or bond to leaflets was determined to be related to the reported user error of proceeding with grasping leaflets during poor echocardiogram conditions; however, it could not be determined what contributed to the difficult echocardiogram conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided: during use with the clip delivery system (cds 60813u180), the gripper would only go half way down. The device was replaced. No additional information was provided.